Event description:
It was reported that at some point during a laser photovaporization procedure of the prostate, the red light was not at a 70 degree angle but at a 180 degree angle at 106,640 joules and 30 minutes of use. The fiber was cleaned during the procedure. There was no patent injury due to this event. The surgery was almost finished so the doctor decided to stop the procedure.

Event description:
It was reported that at some point during a laser photovaporization procedure of the prostate, the red light was not at a 70 degree angle but at a 180 degree angle at 106,640 joules and 30 minutes of use. The fiber was cleaned during the procedure. There was no patent injury due to this event. The surgery was almost finished so the doctor decided to stop the procedure.

Manufacturer narrative:
Device evaluated by manufacturer updated. Evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation